Event description:
Procedure - robotic lobectomy. Lobe of lung was placed into an "anchor tissue retrieval system" bag. While removing bag via trocar incision, the bag broke at the seam towards the bottom. All pieces of the bag were accounted for and another bag of the same was used without incident.